Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to pocket pain, the patient is doing great post operatively. The explanted device will not be returned as it was disposed per facility policy.